Event description:
It was initially reported that the patient was fainting, that would cause the patient to lose strength in her lower limbs, but there was no loss or alteration of consciousness. It was also noted that the patient started experiencing painful stimulation about the same time of the fainting started. The patient's device was disabled at this time, until further details could be obtained. Since the device disablement, the patient has said to not have any other fainting or painful stimulation events. The patient is currently undergoing further assessment. It is not known if there are any causes or changes that preceded these events. It is not believed that the patient has had a change in her blood pressure. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(6) 2013 during review of the patient¿s programming history, it was determined that the device was turned back on following disablement.